Event description:
It was reported that a user experienced three consecutive inset 23" 6 mm infusion sets that would not lock when attempting to cock the spring-loaded inserter, despite multiple attempts by different individuals, and a replacement supply was arranged. Symptoms included no reported adverse clinical effects. Outcomes included no alarms and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an infusion set deployment issue consistent with an insertion mechanism that did not engage as intended, associated with the infusion set and its inserter assembly, with the affected lot identified as 6010684. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device interface or product performance variability not reproduced during remote troubleshooting.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.